Event description:
It was reported to medtronic neurosurgery that the yellow tap under the drainage collection funnel was disconnecting. Reportedly, the device was swapped and there was no harm to the patient.

Manufacturer narrative:
The device was patent. The stopcock below the drip chamber was disconnected from the drip chamber and was not returned. It is unknown how or when the damage occurred. The patient line tubing was disconnected from the main line stopcock. The damage led to the device not meeting the requirements for the leakage test. A review of the manufacturing records was not possible as no lot number was provided. An additional duet edms device was received with the other three devices that were previously reported and is captured in this event.